Event description:
Medtronic received information that due to the failure of an abbott vascular perclose device open surgical repair of the femoral artery was required and the patient was transfused with 3 units. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).